Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, during the second inflation at 18 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, during the second inflation at 18 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device lot number corrected from 21650970 to 19612427. Device expiration date corrected from 01/24/2020 to 08/31/2018. Device manufactured date corrected from 01/24/2018 to 08/22/2016.   Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon, proximal bond and markerbands were examined. The shaft at the guidewire exit notch was torn, this damage is consistent with interaction with a guidewire. The balloon was torn at the distal end of the balloon extending to the center. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).